Manufacturer narrative:
The complaint that a connection could not be made was confirmed based on the circumstantial evidence that was observed on the blue catheter adapter. Five photographs and two 22ga insyte autoguard IV catheters from lot: 5120123 were provided for investigation. The inside edge of one blue catheter adapter exhibited deformation at the threaded end. The damage appeared to be manufacturing related. A functional test confirmed that a connection could be made; however, fluid leaked from the damaged catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about hub malfunction (unable to connect) during use. According to the customer report could not insert syringe or extension tube tip into catheter hub (narrow or deformed opening?) During use.